Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of pain and cloudy effluent diagnosed as sterile peritonitis in a patient received by baxter (B)(4) from a hospital nurse coincident with extraneal therapy. In (B)(6)-2004, the patient started apd therapy with extraneal (2 l/day, ip, lot# not reported), indicated for glomerulonephritis. Concomitantly the patient was treated with dianeal 13.6 mg/ml (5 l/day, ip, lot# not reported) since (B)(6)-2004. On (B)(6)-2007, the patient experienced pain and cloudy effluent diagnosed as sterile peritonitis. However, antibiotic treatment was not specified. The dose for extraneal was not changed. The patient's medical history was not available. On an unspecified date, the patient recovered from the events. The reporter did not provide any causality assessment. On (B)(6)-2007, the patient experienced pain under extraneal therapy and on (B)(6)-2007, extraneal was discontinued due to dehydration.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.